Manufacturer narrative:
The issue could not be duplicated during on-site follow up. Device was tested and calibrated and returned to use. The log file evaluation revealed that the first half hour of the respective procedure went stable and unremarkable. Just when the user initiated a mode change from volume control to pressure control, the sensor that measures the pressure inside the ventilator piston was not detected by the software anymore. To protect from potentially hazardous output the device is designed to shut down automatic ventilation and to post a corresponding ventilator fail alarm. The user continued the procedure temporarily in manual ventilation mode. Several minutes later the user switched back to pressure control mode, the malfunction did not recur again and the device operated stable towards the end of the procedure. Moisture in the system would be a reasonable explanation for the sporadic nature of the pressure sensor malfunction since the field failure rate of this part is stable on very low level.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The case was completed and there was no patient injury reported.